Event description:
Caller reported a cartridge alarm that displayed a high blood glucose value, although the specific level was unknown. There was no adverse impact to the customer's blood glucose level. The customer managed the situation by administering a corrective injection via multiple daily injections (mdi), and tandem technical support decided to replace the pump.